Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the loaner dermatome was skipping while cutting skin. It was reported that the device was cleaned after the procedure as it had a lot of blood on them but it is not known how or with what it was cleaned with. The procedure was aborted but the patient was brought back to surgery in 2 days and the surgery was completed.